Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the cartridge compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was dim and discolored. The casing was damaged by the cartridge compartment threads. Unrelated to these issues, the keypad cover was torn and the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).